Event description:
A kci representative reported that a pt was discharged from the home health agency and was instructed by the home health agency on how to perform her own vac dressing changes. On (B)(6) 2010, at the time of discharge from the home health agency, the nurse attempted to change the pt's dressing and the pt refused. On (B)(6) 2010, the home health agency nurse called to follow-up on the pt's progress with the vac dressing changes and at the time the pt informed the nurse that she had not yet changed the dressing. The pt was instructed by the nurse to go to the ER to have the vac dressing changed. The pt went to the ER. The ER nurse informed the home health agency nurse that the pt would not allow them to change the dressing without administering pain medication first. The emergency room nurse would not administer the pain medication so, the pt was discharged with vac in place. On (B)(6) 2010, the pt was admitted to the hospital for débridement of the granufoam under general anesthesia.

Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Vac therapy dressing should be changed every 48 to 72 hours. Foam left in the wound for greater than recommended time period may foster ingrowth of tissue into the foam, create difficult to remove foam from wound, or lead to infection or other adverse events. If dressing adheres to would consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound.